Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that in stent restenosis occurred. A synergy¿ stent that was implanted over a year ago was noted to have in stent restenosis. There were no further patient complications.